Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The broken part could not be retrieved and was incorporated into the fill.

Manufacturer narrative:
Summary: eleven reciproc blue files r25 8/100 25mm 025 were returned (one file in loose + ten unused files). File in loose is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1879031). Unused files were evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1879031 is conforming (representative sampling). No fault was found, production meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).